Event description:
Information was received that ipg was explanted and replaced. Post-operatively, therapy was restored.

Event description:
It was reported that the patient is not receiving adequate therapy due to ipg becoming inoperable. It was also reported that the patient did not maintain the device as recommended. As a result, the patient may undergo surgical intervention at a later date.